Manufacturer narrative:
A ge oec svc rep investigated the issue and found arcing evidence in the anode well. The hv candlesticks were re-greased, and system performance tests proved restored functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have made a "popping" sound from the generator area. System was removed from use for service.